Event description:
It was reported that the patient presented during generator change out procedure. During procedure, it was noted that the right ventricular lead exhibited failure to capture and low pacing impedance due to lead fracture. The reported lead was capped and replaced on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported events of lead fracture, fail to capture, and low lead impedance were not confirmed. As received, a partial lead was returned in two portions for analysis. Visual and x-ray inspection and electrical testing did not find any anomalies.